Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump battery was having charging issues. There was no adverse impact to the customer¿s blood glucose level. The customer declined any assistance from tandem technical support, therefore no additional information was obtained.